Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently provided incomplete information.

Event description:
Further information was received indicating that the generator had not been switched on and that the patient would be referred for a cardiac assessment and to program the device on.

Event description:
It was reported that a third system diagnostics test had been run on the vns system on the date of implant surgery and that it did not result in any heartbeat rate change.

Event description:
It was reported that during vns implant surgery the patient experienced asystole and bradycardia during device diagnostics. The surgeon reported that during the first diagnostics the patient experienced asystole. A second diagnostics was performed which resulted in the patient experiencing bradycardia. It was reported that no other issues were found during the surgery and the continued with device implant. The surgeon left the device programmed off following surgery. No other additional relevant information has been received to date.